Event description:
Caller reported that beeps were not sounding when low or not bolusing. There was no reported impact to the customer's blood glucose level. The patient declined additional troubleshooting for the reported issue, and cts documented the issue and closed the case with no further action required.